Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set); which occurred on the homechoice (hc) during dwell 3 of 4. The home patient (hp) still connected. The supply bags were empty, solution on heater bag only. The technical service representative (tsr) asked if any bag come undone, the hp said no. The tsr explained the alarm and helped the hp clear the alarm, by turning the hc off and on then system error 2367 occurred, the hc off and on. The hc went back to press go to start. The hp stated that they would finish with manual bag. The supplies will not be provided for evaluation, no samples. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.